Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings of a damaged bottom cover and dirty patient cable. The reported event of a dirty patient cable and a cracked bottom housing was confirmed. The mobile power unit, serial(B)(6) was returned for analysis to the european distribution center (edc) and was evaluated and tested. The unit powered up and was found functioned as intended. The bottom housing and patient cable were replaced, and the internal software was updated. The mpu was subjected to functional testing and passed all tests. Preventative maintenance was performed, and the unit was returned to the rental pool. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mpu(B)(6) was manufactured in accordance with manufacturing and qa specifications. Mobile power unit, serial number (B)(6) was shipped to the customer on (B)(6) 2016. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ cautions the user to inspect the mobile power unit and not to use a mobile power unit that appears damaged. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that cable was dirty and unable to clean and the bottom housing was cracked.